Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. Complaint sample was not evaluated and the reported event was confirmed by radiographs. Review of x-rays showed minimal radiolucency of along the proximal femur posteriorly. DHR was reviewed and no discrepancies relevant to the event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow up report is submitted to relay corrected /additional information: concomitant medical products: s061140, selex/magnum mod hd 40mm -6, 351780;  ep-109926, e-poly 40mm 10deg lnr sz26, 378050; 11-300916, arcos 16x190mm spl tpr dist, 304570.  A follow up report will be submitted once the investigation is completed. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2018-00955.

Event description:
It was reported that the radiolucency lines were seen after 2 year 2 months post revision surgery of the left hip. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Date of event - manuscript was written in 2017. Concomitant products: unknown, unknown arcos distal stem, unknown. Unknown, unknown arcos proximal stem, unknown. Unknown, unknown head, unknown. Unknown, unknown liner, unknown. Unknown, unknown cup, unknown. Report source, literature - pelt, c.e. Et al (2017). Review of a modern modular femoral revision stem in revision total hip arthroplasty. Unpublished manuscript, the university of utah department of orthopaedics, salt lake city, ut. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.product location unknown.

Event description:
It was reported in a journal article that four hips demonstrated radiolucency in gruen zone one. Attempts have been made and additional information on the reported event is unavailable.